Manufacturer narrative:
Neither the impella 2.5 nor the console data logs were returned for evaluation. The cause of the renal failure and suspected hemolysis is unable to be determined because the product could not be inspected. There were no nonconformances found during a review of the device history. Complaints of this type will continue to be monitored for trends.

Event description:
An impella 2.5 was placed for support for ami/cgs and provided support for over five days. The clinical team reported pump positioning issues during the case. The team aso reported the patient experienced renal failure while on support, requiring dialysis treatment. The clinical team noted signs of hemolysis until the pump was repositioned, however the suspected hemolysis was never confirmed using a quantitative test. The patient was reported to be hemodynamically stable following removal of the impella 2.5.